Manufacturer narrative:
D9: date returned to mfg.: 4/16/2024. H3 and h6. Evaluation codes: updated. Device received with broken front cover, tape was holding it on, missing reflux plug, pole clamp discolored, line cord faded and worn, water tank cover cracked, enclosure cracked, quick connect corroded. The complaint was confirmed by visual inspection. The cause was damaged printed circuit board (pcb) and enclosure. It was unknown what caused the damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the led's were broken. "Physical damage/human error" reported. The device was found in the closet. When the biomed went to test the unit they found the damage. Patient involvement is unknown, no harm/adverse event reported. They did not know how it was damaged.